Event description:
It was reported that the automatic impedance measurement test detected high out of range pacing impedance from this right ventricular (rv) lead, resulting in a lead safety switch. Reportedly, no noise was able to be reproduced in clinic and the patient is scheduled for follow up in the upcoming weeks. In addition, the impedance measurements are reported to be consistently high and a lead fracture is suspected by the clinic. The patient will continue to be remotely monitored and an x-ray was performed. Upon technical services (ts) review of the device data, it was discussed that there is noise oversensing recorded by the device and further troubleshooting suggestions and programming advice were provided. In addition, the x-ray images provided do not clearly identify a lead damage, however, this is not completely discarded as the resolution of the images is not optimal. Additional information provided indicates the physician decided to follow a conservative approach maintaining ventricular pacing and sensing in unipolar configuration and adjusting the sensitivity. The rv lead remains in service. No adverse patient effects.